Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the used condition of the returned device but with no results. The device was returned to olympus for evaluation. A visual inspection on the received condition of the device was performed and found biomaterial on the distal end grasping section, which is indicative that the device was returned used. The distal end of ptfe pad (teflon pad) was severely worn, melted, partially split on the side and exposing metal; however, the teflon pad was still attached to the grasping section. The distal end of the device was inspected under a microscope and found charred stains on the tip of the probe due to thermal damage. There was evidence that the probe came in contact with the grasping section on the side when closed. Based on the investigation findings, the most likely cause of the teflon pad damage is as follows: no tissue or insufficient tissue between the probe and jaw when the device is activated, or the user kept activating the output after a transection of tissue was performed. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad damage. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during or setup the thunderbeat was inspected and it was observed that the jaw of the device appeared abnormal. The device was replaced and the schedule diagnostic gyn laparoscopic procedure was successfully completed. There was no patient injury reported.